Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
A diamondback 360 exchangeable orbital atherectomy device (oad) was used to treat the posterior tibial artery. Treatment was performed on low speed. When performing treatment on medium speed, the device stalled and stopped spinning due to a vessel spasm. The catheter was flushed, and the wire was advanced forwards and backwards to loosen the device. The oad was removed from the patient. Balloon angioplasty was performed to complete the procedure. The patient was in stable condition.